Manufacturer narrative:
Prior to use and after opening the package, the prowler select plus microcatheter ((B)(4)/lot unk) kinked when it was opened, and the orbit mini complex coil ((B)(4)) stretched. There was no patient injury and the devices will be returned for analyses. No further information was provided. A non-sterile orbit mini complex fill 2.5x2.5 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was not received for evaluation. The support coil and gripper were found without damages while the embolic coil was found stretched - broken separated of the device. The gripper and the headpiece were inspected under microscope. The gripper was found without damage. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The rest of the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of coil stretched was confirmed. The conditions of the embolic coil and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggests that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Prior to use and after opening the package, the prowler select plus microcatheter ((B)(4)/lot unk) kinked when it was opened, and the orbit mini complex coil ((B)(4)) stretched. There was no patient injury. The products were supposed to be returned, but to date, the products were not received for analyses. The device was not received for analysis, but a review of the manufacturing documentation associated with this lot 15201876 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15201876 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Therefore, no corrective actions will be taking at this time.

Event description:
Prior to use and after opening the package, the prowler select plus microcatheter (606s255fx/lot unk) kinked when it was opened, and the orbit mini complex coil (637mf2525/152071876) stretched. There was no patient injury and the devices will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15201876 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.